Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger would not locate the ipg. A replacement charger was sent to the patient and was unable to connect to the ipg. The patient had not charged the ipg in months. The patient met with the doctor to discuss explant of the ipg. It was decided the patient will not be having any intervention at this time.